Manufacturer narrative:
On 02/05/2024, the customer reported that gantry would continue to rotate when using the left control insert switch. The field engineer (fe) was dispatched to the customer site and could not duplicate the issue. The fe proactively replaced the control insert switches to resolve the issue. No patient or user injury was reported. A review of the device history showed this issue did not recur after the control insert switches were replaced. Initial evaluation: the control insert switches were not returned for further investigation. The control inserts were 2,831 days old at the time of replacement. Investigation methods and findings: further investigation could not be performed as the parts were not returned. Cause/root cause: based on a review of the complaint, the probable cause of the uncommanded movement is due to an issue with control insert switches. Likely causes for uncommanded motion can include wear and tear due to part age. The control insert switches were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints related to uncommanded motion. The complaint review identified the failing control switches were original to the system therefore, the DHR was reviewed. There was one discrepancy noted in the DHR, however it was not related to the control inserts. The control inserts were installed with no issues noted. System product code: sdm-05000-3dc. Serial number: (B)(6). System manufacture date: 04/06/2016. System installation date: 05/06/2016. Unique device identified (UDI): (B)(4).

Event description:
It was reported that during a selenia procedure on (B)(6) 2024 , the gantry kept turning. A field engineer examined the equipment and could not duplicate the issues. A stuck rotation switch was suspected to be the cause issue. The c-arm switches from the left and right side were replaced. The operation was verified. System is functioning according to manufacturer´s specifications. No patient or staff injury reported.